Event description:
It was reported that the ventilator generated some errors. No more information provided. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated some errors. No more information provided. Our field service engineer investigated the ventilator on site. The control printed circuit board (pcb) and monitoring pcb were replaced and returned for further investigation. It was found by visual inspection that the monitoring pcb was contaminated with an unknown liquid. Too many integrated circuits were contaminated. Therefore, no further inspection is needed as liquid on pcbs can lead to short circuits and ventilator malfunction. Simulated use testing of the returned control pcb confirmed the reported issue it was not possible to update the software to the newest version. However, it was possible to downgrade it to a previous version. It passed the pre-use check. No abnormal found during ventilation for 4 days. It passed another pre-use check after ventilation. Conclusion is that the reported issue could be reproduced. However, it was not possible to find the root cause.

Event description:
Manufacturer's ref #: (B)(4).